Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the touch screen test failed. The ok, stop, and up/down arrow push buttons did not illuminate and the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Although there were visual indications of dried fluid within the cassette compartment during the internal inspection, there were no burrs or sharps in cassette area that may have punctured a cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during their peritoneal dialysis (pd) treatment. The patient reported that the power cord was secure at both ends and cycler plugged directly into a three prong wall outlet that is not shared. There were no recent power outages reported in the area or home. The ok and stop keys did not light up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that their treatment was completed. There were no adverse events experienced and no medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.